Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2138-50 serial#: (B)(4) description: scs 50cm iii lead device evaluation indicated that the leads passed visual, electrical, performance and photographic imaging tests performed. The leads exhibited normal device characteristics.

Event description:
A report was received that during a lead revision due to new non-device related pain, the physician replaced one of the percutaneous leads due to suspected malfunction. The physician suspected that one of the leads may be cracked due to high impedance readings, and because it was leaking when he took a needle and ran fluid through it. The second lead was replaced due to physician's preference. The patient is reportedly well following the procedure.